Event description:
Per independent repair center, the unit was sent in because it would not start. The independent repair center was able to start the unit, and had initial oxygen reading of 81%. An oxygen read of 81% should have produced a "yellow light," but wasn't mentioned with the complaint.